Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. One electronic photo was provided for review. The photo shows a clinician holding one catheter segment. A large split was observed on the catheter segment. One powerport was also noted on the surgical drape. Blood was noted all over the port sample. Therefore, the investigation is confirmed for reported fracture issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometimes post port placement procedure, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a catheter in two segments were returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. In addition to the returned physical sample, one electronic photo was provided for review. The investigation is confirmed for the reported catheter fracture issue as, a longitudinal split was noted 3.9cm from the proximal end of the distal catheter segment. Under microscopic observation, the edges of the complete circumferential break on the distal end of the catheter attached and proximal end of the catheter segment were noted to be uneven and striations was observed on both of the surfaces. Upon infusion, a leak from the longitudinal split on the catheter segment was observed. Further, the photo review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometimes post port placement procedure, the catheter was allegedly broken. There was no reported patient injury.